Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occured. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the mobile device lost power. The reported event of a replace sensor now message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.